Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 32 mg/dl. Customer waiting on phone until emergency medical service was arrived. Customer can read the screen and press key to unlock the insulin pump. The insulin pump will not be returned for analysis.